Manufacturer narrative:
(B)(4). Date sent: 10/15/2021. D4: batch # unk. Investigation summary : the b12srt univeral trocar seal product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b12srt trocar was returned with only the universal seal and with the seal damaged and torn. The torn piece of the seal was returned inside a bag. In addition, the seal piece was visually inspected and some marks (damage) were noted. The event reported was confirmed and it is related to improper use of the device. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: we received a photo of a universal seal cap and piece of what appears to be a seal leaflet, origin cannot be determined as this time. No packaging was observed. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however, because the instrument was not returned, our evaluation is limited. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the black valve peeled off and fell into the patient when the camera was inserted. That was retrieved and no pieces were left in the patient. The broken pieces were retrieved from the patient through the trocar. The surgeon assumed that the valve was broken and fell off when the camera or the forceps were inserted/removed. Another device was used to complete the case. There were no adverse consequence to the patient. The patient¿s condition is stable. No further information is available.